Manufacturer narrative:
The device was not available for evaluation. It was reported that a revision surgery was needed to replace screws that backed out of a 2 level, 28mm resonate plate. The original surgery date was (B)(6) 2024. The revision was reported (B)(6) 2024. It appeared that 3 locking mechanisms were damaged causing one of the screws to partially back out. There are currently no images and pictures of the ex-plant available. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. It was also reported there was no adverse effect to the patient. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. No determinations can be made for the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace screws that backed out of a resonate plate post-operatively.